Event description:
It was reported that tissue damage occurred. A left atrial appendage (laa) closure procedure was being performed. There was difficulty crossing the septum with the transseptal sheath as well as the watchman access system (was). Initially the septum was unable to be crossed with the was so it was removed and they just went in with the dilator of the was to dilate the septum. The dilator was then removed, flushed and then went back in with the was with the dilator. After multiple attempts to get the was across the septum, it was finally successful. A 24mm watchman flx laa closure device was successfully deployed. Upon evaluation of release criteria, the echocardiogram physician noted what was thought to be a foreign body on the face of the device. It was thought to be a piece of tissue rather than thrombus because it was so echogenic. The release criteria was met and the device was released. Following release, the implanter manipulated the was over a catheter to direct it to the foreign body and aspirated it. There were no adverse events for the patient and the patient was discharged that evening.